Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rfid microchip came completely out of the lap sponge prior a back surgery. There was no patient involved.